Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: needle fell out of device well suturing. Dr. Uses this device 15 times a week this is first time they had a problem and I believe it could have been a bad lot. Experienced issues multiple times last week this is the first one reported. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. Needle fell in the patient cavity. No device fragment was left in the patient. No other reinforcement material was used. No other product was used. Additional information requested via email, was an x-ray taken in order to locate the disengaged needle for retrieval? Please follow up with the customer in order to determine how many times the user experienced needle disengagement with the endo stitch device last week.